Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) due to concerns of inappropriate therapy delivery. It was noted that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia. Upon review, the presenting electrogram (egm) showed the patient af was undersensed which led to the device to inappropriately deliver a burst of anti-tachycardia pacing (atp) and one shock. The shock was able to convert the arrhythmia. Ts discussed programming optimization options. No additional adverse patient effects were reported. This ICD remains in service.